Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Computed tomography of the abdomen and pelvis without contrast revealed several filter legs were protruded through the wall of the inferior vena cava into the adjacent retroperitoneal soft tissues. The patient experienced abdominal pain. After two months later, computed tomography of the abdomen and pelvis with and without contrast showed the filter below the renal veins with the lower legs of the filter protruded outside the inferior vena cava for up to 1.3 cm. The legs did not extend into the iliac vessels or aorta. After one year and eight months, computed tomography of the abdomen revealed the filter prongs extended beyond the lumen of the vessel. Therefore, the investigation is confirmed for alleged perforation of the inferior vena cava (ivc). Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient, the reason for the filter deployment was not provided. At some time post filter deployment, it was alleged that the filter struts perforated the inferior vena cava wall. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.